Event description:
Customer reportedly received the following results on an aviva meter within 10 minutes: 493 mg/dl and 159 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.